Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The investigation is completed based on the sample evaluation outlined below. The sample was received in its inner blister, outer blister and the cover foil, showing the lot information. The sample shows no macroscopic signs of damage. There are no signs of surgery residues evident. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities. The product was then measured physically which showed that the shaft of the device corresponds to the manufacturer¿s specification. The sample was also tested with an internal inspection equipment representing the alcon cannula and it was noticed that the device was able to be inserted without any issues. The customer's complaint can therefore not be confirmed. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physican reported that an ophthalmic backflush had difficulty in entering into the trocar before the surgery. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).